Manufacturer narrative:
Complaint no. (B)(4). Event date unknown. Operator of device unknown. No samples were returned for evaluation. A batch review was not possible in this instance, as the lot number provided was invalid. The lot number could not be verified, as the product had been discarded by the customer; therefore, the reported issue could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the solution pumped into a tpn bag appeared cloudy. Where in the process the issue was discovered is unknown; however, this report documents no adverse events or patient involvement. No additional information is available.